Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock during the surgery when magnet was placed over the device. It was suspected that magnet could not produce proper response to the device due to patient being large. It was suggested to place the patient in lateral position to receive proper magnet response or disable the device before surgery to avoid inappropriate therapy in future. Programming changes were made post-surgery. The patient was stable with no adverse consequences.